Manufacturer narrative:
Pt identifier: - (B)(6). Initial reporter: kajetanek, c., bouyer, b., ollivier, m., boisrenoult, p., pujol, n., beaufils, p. ¿mid-term survivorship of mini-keel versus standard keel in total knee replacements: differences in the rate of revision for aseptic loosening¿ orthopaedics & traumatology: surgery & research 102 (2016) 611-617. Report source: (B)(6) the complaint device is not expected for return currently, but a supplemental medwatch 3500a will be submitted upon receipt of additional information. The reported event was unable to be confirmed due to limited information received from the customer. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A complaint history review was unable to be performed as the part and lot numbers are unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remains implanted.

Event description:
It was reported in a journal article that there were 16 cases of radiolucent lines, approximately 24 months after initial implantation, developed that were mainly posterior and lateral radiological zones. Attempts have been made to obtain additional information and further information is not available at this time.

Manufacturer narrative:
This follow up report is being filed to relay updated and additional information. There is no new information that would change the previously reported investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.